Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's family reported via phone call that customer were hospitalized in coma due to low blood glucose on (B)(6) 2020 with blood glucose of over 100 mg/dl and customer was alleging the insulin pump of over delivery of insulin. The customer was treated by insulin drip. Troubleshooting was done for low blood glucose and over delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.